Event description:
Users reported issues with specific formula, alimentum, not working properly with feeding pumps and causing error messages. Escalated to vendor cardinal health who recommended a thick formula disposable set. New disposable set trialed on unit with success.